Manufacturer narrative:
Cmp-0933548 customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 42504605802 persona femur cemented standard right size 5 lot# 64890399 42540200029 persona all-poly patella cemented 29 mm dia lot# 64843582 42560007514 persona stem extension tapered cemented 14 mm dia +75mm l lot# 65042512 42542006702 persona tibia fixed cemented right size d lot# 64960944 42522800410 persona articular surface fixed bearing (cck) right 10mm lot# 64751747 42560007514 persona stem extension tapered cemented 14 mm dia +75mm l lot# 65042512 unk stryker cement x 4.

Event description:
It was reported a patient had an initial right total knee arthroplasty followed by a revision 7 years later due to aseptic loosening. Subsequently, the patient began to experience pain over the pes bursa and was initial prescribed nsaids and physical therapy for pes anserinus bursitis. The patient received a cortisone injection sixteen months post revision. All implants remain in place and at the two-year follow-up, reports no pain.

Manufacturer narrative:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The initial report should be voided. Item was not implanted.

Event description:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The initial report should be voided. Item was not implanted.